Manufacturer narrative:
Continue section e1 (phone #): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma and double capsule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV & seroma. Photographic device evaluation: a review of the device through photographs noted the events could not be observed as they are a physiological complication.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV with deformity, chronic breast seroma, and double capsule. The device has been explanted.